Event description:
Terumo received the following reported information: Following the Left Heart Cath (LHC) with Percutaneous Coronary Intervention (PCI), the TR band was placed on the Right Radial Artery (RRA). Per the Registered Nurse¿s notes, the TR band was released started around 1815, at 1845 the RRA site was bleeding after 4ml of removal, therefore air was added back to the TR band. Later the recovery site started to ooze again. The doctor was notified and 25mg protamine was administered. At 2130, TR band had 10ml of air left in the band. The TR band was empty after removal of 5ml of air. 5ml of air leaked out of the TR band, likely leading to bleeding requiring protamine administration. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: Implanted Date: Device was not implanted.D6b: Explanted Date: Device was not explanted.The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.